Event description:
Clarification received indicated there was no visible evidence on the stent tip of any problem prior to insertion. However, after the first absolute self expanding stent system was inserted into the sheath, it was thought that it was defective as there was no stent attached. A second device was used and when the stent prematurely deployed in the sheath, it was found to have been inserted into the first stent.

Event description:
It was reported that the absolute stent prematurely deployed. One on the cath lab table and the other two inside the sheath (18fr gord sheath), a non bleed back sheath. Reportedly, there was no resistance encountered prior to premature deployment of stents. A fourth stent (absolute pro 10x40) was used to complete the procedure. Reportedly, there were no pt effects. Though requested, no additional event or pt info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the absolute 10 mm x 20 mm was returned with blood in the shaft. There was no saline visible. The stent implant was returned fully expanded and off of the self expanding stent system (sess). The stent implant was returned on the outside of the proximal half of the 30 mm stent implant. There was no damage noted to the stent implant. There three kinks in the shaft, 4 mm, 28 cm, and 43 cm distal to the strain relief tubing. The distal outer sheath was not bonded to the outer member and was loose distal to the outer member. The distal outer sheath was wrinkled at the proximal end for a length of 1.5 cm. The inner member was partially broken 11 cm proximal to the crown of the tip. The inner member was still intact. There were three kinks in the inner member, 4.5, 5.5, and 8 cm proximal to the crown of the tip. The handle was in the locked position. There was no other damage noted to the sess. The handle was opened and the proximal end of the rack was 5 mm distal to the proximal end of the handle, suggesting that the thumbwheel had been rotated. There was no damage noted to the internal mechanisms. It was reported that the stent prematurely deployed inside a non bleed back 18f sheath. Additional clarification received indicated that there was no visible evidence on the stent tip of any problem prior to insertion. However, after the first absolute self expanding stent system was inserted into the sheath, it was thought that it was defective as there was no stent attached. A second device was used and when the stent prematurely deployed in the sheath, it was found to have been inserted into the first stent. Based on the reported information and condition of the returned product, it appears that the stent likely prematurely deployed due to interaction with the non-abbott sheath. The damage noted to the distal outer sheath further indicates that the unit was being forced through a smaller inner diameter causing the stent to unsheath and deploy. There was no damage reported during the prior to use inspection and there is no indication of a product quality deficiency. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. A review of the finished device lot history record did not reveal any nonconforming material records. Additionally, there have been no similar incidents reported and the lot release testing results were reviewed met all release criteria. The reported premature deployment and severe damage appears to be related to case circumstances and/or user mishandling. There is no indication to suggest a product quality deficiency. During production all sheathed stents are visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. A f/u report will be submitted with all additional relevant info. The other absolute device ((B)(4)) is being reported under a separate medwatch report number.